Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 240.4150 in error logs was not identified during the customer call. Tech support recommended to do the full pm on 8100 module. After completed the pm, all test passed and unable to duplicate the error 240.4150. Tech also mentioned that this error is because of when inserting IV set tubing and pressing too hard and showed up on error logs report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the biomed was inquiring on 8100 module downloaded error logs and showing error logs 240.4150. Biomed did a full pm on this 8100 module everything passed and unable to duplicate this error 240.4150. There was no patient involvement.